Event description:
It was reported that impedances read < 250 ohms. The therapy impedance was showing < 50 ohms with a current of 650. It was noted that the pt had recently had a stimulator and lead replaced and intraoperative impedances were normal. The low impedance was note during a programming session. Palpation at the lead-extension connection resulted in some tingling at the site. The pt was getting good stimulation benefit. The pt was programmed to a bipolar pair as he had been with the previous stimulator. Additional info has been requested, but was not available as of the date of this report.